Event description:
Screwdriver broke during surgery. The screw and broken piece were pulled out and thrown away. Surgery prolonged 15 minutes. The patient did not suffer any adverse effects as a result of this incident.